Manufacturer narrative:
T:slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels between 250-275 (mg/dl) following 48 hours of supply use. Correction boluses were administered to treat bg levels. Cartridge uses humalog which is indicated for use up to 48 hours. Tandem technical support was unable to perform troubleshooting due to customer's current use of a non-tandem pump.